Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rep checked the issue post op and everything is green now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a connectivity/impedance check, electrodes 6 and 7 showed impedance at 40k ohms. When connected to the wens, electrodes 6 and 7 were functioning properly, but other electrodes were not. Swapping the lead tail resulted in electrodes 6 and 7 being out of range again. Running therapy for a few minutes confirmed that the same electrodes remained out of range. Slightly pulling the lead from the neurostimulator revealed that electrodes 0, 1, 4, and 5 had impedance greater than 40k ohms. It was suggested that a temporary high impedance situation might be caused by fluid making the connection, although the lead had been wiped multiple times to prevent fluid presence in the header block. No patient complications have been reported as a result of this event.